Event description:
It was reported that the patient was presented for an implant procedure. During the procedure, it was noted that the lead's helix kept retracting back into the lead despite using the helix locking tool. The lead was eventually found to be dislodged, and the dislodgement was confirmed via fluoroscopy. The lead was not used and replaced during the procedure. The patient was in stable condition.